Event description:
The pt presented to follow-up with several epsiodes of inappropriate therapies. The iegm was reviewed and there appeared to be a problem with the right ventricular lead. The lead impedance was high and sensing amplitude was low. An x-ray was taken and it was confirmed that the tip of the lead was broken. After extraction of the lead, the tip was left in the apex of the right venticle. The physician inserted a new lead and the measurements were normal.